Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the key combo was not functioned when tried to issue medication since it went straight to the medication and did not try to issue key at all. A technical support specialist logged into medbank myqlink and discovered that item: narc fridge key (bin 02 03) did not have the item attribute "key item" enabled in the item details page, suggested to enable "key item" attribute by the pharmacy admin so that the key combo would function as expected. Customer was non-responsive to attempts to follow up for more information. Case was closed. No response from customer after multiple attempts.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower was not functioning when tried to issue medication the requires a key combo; the nurse added the narcotic key with item and tried to issue them both, the item pulled up first and did not allow key to be issued. Then, the nurse tried to issue key by itself, and it allowed the key to be issued and used, then the nurse issued the medication, in this case it allowed the medication to be pulled but after she put in the count back, it then went to next screen to put key back into cabinet so, the cubex app is missing the issue key step of the process. There were no adverse events or injuries reported based on this incident.